Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.2 had failed and hard to open. A field service engineer (fse) replaced the bumper slides and adjusted the latch mount to resolve the issue. An hta test was performed on drawer 2.1, and it functioned correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was failed and required maintenance. The customer reported that they had rebooted the device; however, the issue persisted. The customer also attempted further troubleshooting by shutting down the station, unplugging the power cord from the back of the unit, waiting for 2¿5 minutes, and then reconnecting the power and restarting the system. Despite those efforts, the issue remained and attempt to recover the drawer continued to fail.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.